Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump received unexpected power loss. The customer¿s blood glucose level was unknown. The customer reported that although a new battery was inserted after battery was failed alarm occurred. It was reported that the new battery could not be recognized, and there was no response without change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display. Problem isolated to electronic assembly. Unable to confirm failed battery test alarm or unexpected battery power loss due to blank display.